Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. C26938). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2019 she experienced pelvic pain (seriousness criteria medically important and intervention required). On unknown dates she experienced osteoporosis ("osteoporosis"), depression ("depression"), fatigue ("fatigue") and tooth disorder ("dental issues"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain had resolved. No causality assessment was received for essure with regard to fatigue, depression, osteoporosis, pelvic pain or tooth disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 31-may-2022. The most recent information was received on 14-jun-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure (batch no. C26938) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years after insertion of essure. On an unknown date, the patient experienced osteoporosis ("osteoporosis"), depression ("depression"), fatigue ("fatigue") and tooth disorder ("dental issues"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain had resolved. The reporter considered depression, fatigue, osteoporosis, pelvic pain and tooth disorder to be related to essure. The reporter commented: I had pelvic pain in late 2019. I had several appointments with general practitioners, as well as ultrasounds and blood tests. There was no explanation for my pain at that point. No healthcare personnel whom I dealt with at the time mentioned any link with essure. I myself did not make any connection with the essure device, which I had been wearing for 5 years and which I was well aware of the dangers of (chiefly through the website of the association resist). I gave up trying to find a medical solution. It must be said that the pelvic pain was sporadic and manageable, and when it did appear, often towards the end of the day, I found that heat was a clever way of finding relief. I think it was in late 2020 that I began asking questions again. I had a number of health issues: primarily this same pelvic pain, which I attributed to essure (but also to osteoporosis, depression, fatigue, dental issues, possibly linked to the device???) I therefore decided to speak with my gynaecologist briefly in late 2020 about potentially having the essure removed, before having a more serious discussion about it in late 2021. The device was removed on (B)(6) 2022, and I feel a sense of relief diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kgs. Blood test - on an unknown date: no explanation for pelvic pain found. Ultrasound scan - on an unknown date: no explanation for pelvic pain found. Batch no: c26938. Production date: 2014-02-19. Expiration date: 2017-02-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-jun-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 31-may-2022. The most recent information was received on 31-may-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 46 year-old female patient who had essure inserted (lot no. C26938). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2019, 1825 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2022. An unknown time later she experienced osteoporosis ("osteoporosis"), depression ("depression"), fatigue ("fatigue") and tooth disorder ("dental issues"). The patient was treated with surgery (essure removed). At the time of the report, the pelvic pain had resolved. The reporter considered depression, fatigue, osteoporosis, pelvic pain and tooth disorder to be related to essure administration. The reporter commented: I had pelvic pain in late 2019. I had several appointments with general practitioners, as well as ultrasounds and blood tests. There was no explanation for my pain at that point. No healthcare personnel whom I dealt with at the time mentioned any link with essure. I myself did not make any connection with the essure device, which I had been wearing for 5 years and which I was well aware of the dangers of (chiefly through the website of the association resist). I gave up trying to find a medical solution. It must be said that the pelvic pain was sporadic and manageable, and when it did appear, often towards the end of the day, I found that heat was a clever way of finding relief. I think it was in late 2020 that I began asking questions again. I had a number of health issues: primarily this same pelvic pain, which I attributed to essure (but also to osteoporosis, depression, fatigue, dental issues, possibly linked to the device?) I therefore decided to speak with my gynaecologist briefly in late 2020 about potentially having the essure removed, before having a more serious discussion about it in late 2021. The device was removed on (B)(6) 2022, and I feel a sense of relief. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. [Blood test] (date unknown): no explanation for pelvic pain found. [Ultrasound scan] (date unknown): no explanation for pelvic pain found. The following amendment was made: new reporter (regulatory authority) and ha number added. Reporter entry and consumer initials were amended. Comment was added with reporter causality comment. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.